Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26nov2019.

Event description:
The customer reported a blower fan failure. Then the error "gas supplies: safety valve open alarm" was discovered in the error log. The device was in use but there was no patient harm. The customer evaluated the device and confirmed the reported problem. The cooling fan was replaced. The ventilator was calibrated successfully and passed all required testing. The reported issue was resolved.